Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
Doctor reported that implant at tooth site 46 was removed due to allergic reaction. Non integration due to bone loss was also reported.